Event description:
During repositioning of the atrial bipolar pacemaker lead the active fixation lead caught on hard tissue and the active fixation screw was stretched. When the lead wire was removed from the pt, an 8mm piece of myocardial tissue was affixed over the last distal coil of the screw. The pt was monitored for post-op complications but suffered none after the incident.